Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument not functioning properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. There was thermal damage observed on the conductor wire insulation and no material was missing, however, the conductor wire was exposed. The complaint regarding the instrument not functioning properly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of conductor wire damaged is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis investigations acknowledges the force bipolar instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to start a da vinci-assisted benign hysterectomy surgical procedure, a force bipolar instrument would not function properly. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.